Manufacturer narrative:
(B)(6). Device evaluated by MFR.: p elite ous mr 16 x 2.75 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified shaft break at 22.5cm distal to the distal end of the strain relief with multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found an issue as the polymer extrusion appeared twisted. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion with a significant bend of 60 degrees was located in the moderately calcified and moderately tortuous proximal left circumflex artery. Following pre-dilation of a 2.50mm balloon, a 16 x 2.75 promus elite drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was cancelled. No patient complications were reported. However, returned device analysis revealed hypotube break,